Event description:
It was reported that revision surgery was performed. Following post-operative rehabilitation the patient reportedly continued to experience pain, requiring pain killers 3 years after implantation. Weight loss reported from (B)(6) in 2010 to (B)(6) in 2011.